Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, serial# unknown, explanted: (B)(6) 2015, product type: accessory. Product ID: 97791, serial# unknown, explanted: (B)(6) 2015, product type: accessory. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
A healthcare provider (hcp) for a clinical study reported the patient reported pain at her generator site on (B)(6) 2015. Trigger point injections were performed around the generator site on (B)(6) 2015. The patient's device system was explanted on (B)(6) 2015, and the system was not replaced. The patient resolved without sequelae on (B)(6) 2015. Indication for use was reported as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.